Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the medical staff that the pt was experiencing high lactate dehydrogenase (ldh) and a suspected pump thrombus. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.